Event description:
Refer to H11 for Follow-Up information.

Event description:
IT WAS REPORTED THAT DURING A DA VINCI-ASSISTED SURGICAL PROCEDURE USING AN XI SYSTEM, A CLINICAL TERRITORY ASSOCIATE (CTA) CALLED IN ON BEHALF OF AN OPERATING ROOM (OR) STAFF TO REPORT THAT UNIVERSAL SURGICAL MANIPULATOR (USM) ARM 4 EXHIBITED RECURRING RECOVERABLE FAULTS DURING PROCEDURES FOR THE PAST WEEK. THE ARM WAS DISABLED DURING THE PROCEDURE TO CONTINUE. LOG REVIEW REVEALED 32097 ERRORS POINTING TO USM 4 ACROSS MULTIPLE DAYS. THE PROCEDURE WAS COMPLETED.

Manufacturer narrative:
AN INVESTIGATION WAS COMPLETED TO DETERMINE THE CAUSE OF THIS REPORTED EVENT. AN INTUITIVE SURGICAL, INC. (ISI) FIELD SERVICE ENGINEER (FSE) WAS DISPATCHED TO THE CUSTOMER SITE TO FURTHER INVESTIGATE THE REPORTED EVENT. FSE REPLACED THE UNIVERSAL SURGICAL MANIPULATOR (USM) TO CORRECT THE REPORTED FAULTS. THE SYSTEM WAS TESTED AND VERIFIED AS READY FOR USE. ISI DID RECEIVE A DA VINCI PRODUCT INVOLVED WITH THIS COMPLAINT TO PERFORM; HOWEVER THE INVESTIGATION IS NOT YET COMPLETE. THE COMPLAINT WAS CONFIRMED BASED ON"[THE FIELD EVALUATION, WHICH INDICATES THAT THE DEVICE MAY HAVE CONTRIBUTED TO THE CUSTOMER REPORTED ISSUE.

Manufacturer narrative:
The probable root cause of the reported issue can be attributed to a fault of the Parallelogram Assembly causing a communication issue within the affected USM.